Event description:
Reportedly, after firing, the surgeon pulled back on the black return knobs, and bleeding occurred from the middle to the distal due to the staple malformation. Converted to an open procedure to manually suture.